Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital on (B)(6) 2016. Customer's blood glucose went up. Customer cause of hospitalization was gastroparesis. Customer was in the hospital for 4 days. Customer was wearing the pump a time of hospitalization.